Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/29/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with inflammation, drainage and infection at the needle puncture site which occurred 5 days after the sensor had been inserted into the thigh. The skin was prepped with alcohol prior to sensor insertion. Of note, the patient was also experiencing a fever of 101 degrees fahrenheit. The patient¿s parents took her to the emergency room (ER), where the patient was prescribed amoxicillin (10 mg twice/day for 10 days). The patient was discharged from the ER after a ¿couple of hours¿. The patient was in good condition at the time of report and the skin infection had healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.